Event description:
Tech found a vacant bed in the basement hall with a note stating 'out of order'.

Manufacturer narrative:
Tech found the rear head rt. Brake caster is not holding. He adjusted the brake to resolve the issue. No injury reported.